Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a complete replacement procedure wherein MRI compatible ipg and paddle lead were implanted. The patient was doing well postoperatively and all explanted devices will not be returned.